Event description:
It was reported that the ilet user tangled the infusion tubing during a supply change and then replaced the infusion set but did not fill the cannula until guided by support, indicating an infusion set deployment issue. No reported adverse clinical effects. Outcomes included resolution after troubleshooting and education with no alerts or alarms. Investigation included technical support guidance and user instruction on proper cannula fill. Investigation of this case revealed user setup error leading to incomplete cannula priming, consistent with incorrect infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.